Event description:
The patient came to the interventional radiology department for the removal of an inferior vena cava (ivc) filter. On a scout film, it was noted that one of the filter legs was detached/fractured and embedded in the caval wall on the right side. Using a snare device, the indwelling ivc filter was retrieved successfully. The detached/fractured leg was left in the patient. The patient was referred to a vascular surgeon for treatment options.what was the original intended procedure?ivc filter removal.